Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed unexpected restart with every battery change. Customer's blood glucose was 128 mg/dl at the time of the incident. The customer did not troubleshoot. A replacement battery cap will be sent out. The insulin pump will not be returned for analysis.